Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event, and the customer was performing a planned (non-emergency) procedure, which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system on-site and found a stand movements unavailable alert. Upon troubleshooting, the fse found that the longitudinal drive rails were very dirty. This was an intermittent issue, for which the fse cleaned the rails and performed the longitudinal drive calibration. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and, as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for the continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur, and as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system gave an alert indicating stand movements were not available, which can impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.